Manufacturer narrative:
An event regarding the inability to pass a cable through the tensioner involving a d/m one-sided cable tensioner was reported. The event was not confirmed. Method & results: device evaluation and results: a functional inspection could not replicate the reported event. The returned device was deemed functional. Medical records received and evaluation: not performed as no patient demographics or medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. The instrument was able to satisfactorily tension a sample dall miles cable. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the dall miles single sided tensioner would not grip cable and would slip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the dall miles single sided tensioner would not grip cable and would slip.